Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013, to report that sensor session failed 30 minutes after sensor insertion. Upon transmitter removal then sensor removal, sensor was missing. Dexcom's user's guide specifically instructs to not remove the transmitter while the sensor pod is still attached to the body. Patient's mother is worried that sensor may still be inside patient's skin but reports that patient experiences no discomfort and no pain at the insertion site. Dexcom has sought to obtain device back from patient in order to investigate the issue but dexcom has been unable to reach patient despite several attempts. At the time of her call to dexcom technical support, patient's mother reported that patient was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.